Event description:
It was reported that a patient experienced and was hospitalized for peritonitis, coincident with therapy for continuous ambulatory peritoneal dialysis (capd). The patient had cloudy effluent, abdominal pain, and a fever. On the same day the patient was hospitalized and diagnosed with peritonitis. However, the cause and treatment were not reported. At the time of this report, the patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The problem was not confirmed, since there was no sample for evaluation. Therefore there was no assignable cause, as there was no device malfunction or use error was identified during the report.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.